Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Corrected data.

Event description:
This procedure was performed in (B)(6). The customer stated that the control unit dispenser pump was powered on, and upon using the foot pedal, it only functioned in continuous flow mode. The pump would not toggle off when the foot pedal pressure was released. To continue the case, the nurse manually turned the pump power on and off as per the doctors direction. The tumescent was delivered successfully.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).